Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged that the core wire protruded through the coating while inserting the guide wire through a sheath during prep for a diagnostic procedure. The device was not used on the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be determined however it is likely that excessive handling contributed to the event. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.